Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The customer has reported via the mhra, that a patient underwent revision surgery on (B)(6) 2011 due to an alleged broken exeter stem. The customer has reported that the patient presented at the hospital with severe pain in their right hip. The customer has reported that the original implantation took place on (B)(6) 2004.

Manufacturer narrative:
Lot # should read, "gb825632dam04." An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed, no device returned by the customer. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of this event could not be determined, insufficient information was provided. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
The customer has reported via the mhra, that a patinet underwent revision surgery on (B)(6) 2011 due to an alleged broken exeter stem. The customer has reported that the patient presented at the hospital with severe pain in their right hip. The customer has reported that the original implantation took place on (B)(6) 2004.